Event description:
Medtronic neurosurgery received the pt's medical records which contained the following info: according to the records, the pt had the ventriculoperitoneal shunt to treat pseudotumor and appeared to be doing well with respect to resolution of pressures. According to the records, on (B)(6) 2010, it was discovered that there was wound infection. The records stated that on (B)(6) 2010, the pt was admitted to the hospital, and taken to operating room for incision and drainage of the infected area. According to the records, the infected area was cultured and the pt was started on antibiotic therapy. The records stated that the cultures grew serratia marcescens and the pt was placed on meropenem. According to the records, on (B)(6) 2010 the pt was taken to the operating room for removal of remainder of shunt tubing and tying off the area. The records stated that on (B)(6) 2010 the pt was taken to operating room to remove all of the tubing distal to the valve and new distal tubing was inserted, carried through a separate passage and reinserted into the peritoneum.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies.